Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 'it is not working'. Agent tried to ask clarifying questions - pt (patient) stated that healthcare provider (hcp) gave them a 'used one' because it stopped working. Pt stated they were told to call to get a new one. Agent had a very difficult time understanding what issue the pt was trying to report. Pt stated the controller powers on but, 'doesn't do anything'. Pt then stated that the paddle got hot on their back and the controller screen 'goes berserk'. (No pt harm was reported). Pt stated they started to have issues a couple months ago and then a month ago, it 'stopped'. Agent had pt reset the controller - pt stated it was difficult to get back cover back on. Pt stated that 'nothing happens' when they press the lock to unlock - agent had pt use a different finger. Pt then saw no device found screen. Pt confirmed implantable neurostimulator (ins) is at 0% - agent reviewed information. Agent recommended to monitor the issues with recharger and can call back if issue persists. Pt also noted that they are 'hurting'. Paddle gets hot on patients back no pt harm was reported. Difficultly charging the ins. The issue was not resolved. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Correction record - g6 have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the recharger (serial# (B)(6) revealed that no anomalies were visually observed and no device found message was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.